Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump inappropriately suspended from a sensor glucose of 52 mg/dl despite a blood glucose of 124 mg/dl. Troubleshooting did not occur and by the end of the call the patient's blood glucose was 124 mg/dl and her sensor glucose was 126 mg/dl. No products were shipped or returned.